Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c 702 module. The sample initially resulted in a creatinine value of 11.80 mg/dl and it repeated as 0.90 mg/dl. The sample was repeated twice on a second analyzer, resulting in creatinine values of 0.79 mg/dl and 0.82 mg/dl.

Manufacturer narrative:
The creatinine reagent lot number is 772925. The reagent expiration date was requested, but not provided. The field service engineer found dirty wash station tubing and a dirty probe. The customer stated that checks and calibrations were within range and there were no abnormalities with other tests. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the sample probe and damaged tubing. The wash station was checked. The investigation determined the service actions resolved the issue.